Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has never experienced any of reported events prior undergoing essure procedure. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), bacterial infection ("frequent bacterial infections"), urinary tract infection ("frequent urinary tract infection"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), vitamin d deficiency ("vitamin d deficiency"), dyspareunia ("pain during intercourse") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (bilateral salpingectomy to have essure coils and fallopian tubes removed on (B)(6) 2017). Essure was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort, bacterial infection, urinary tract infection, back pain, abnormal weight gain, alopecia, abdominal distension, rash, vitamin d deficiency, dyspareunia and abdominal pain outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, bacterial infection, urinary tract infection, back pain, abnormal weight gain, alopecia, abdominal distension, rash, vitamin d deficiency, dyspareunia and abdominal pain to be related to essure. The reporter commented: plaintiff sought treatment from her physicians but was unable to resolve her events. Plaintiff was prevented from practicing and enjoying daily activities, therefore lawyers stated she had suffered serious ant permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was essure coils were properly placed. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 and reported adverse events, including increasingly severe pain/ chronic pelvic pain. The plaintiff was submitted to a bilateral salpingectomy to have essure coils removed on (B)(6) 2017. After essure insertion, pelvic pain may occur. In the present case, the plaintiff started to experience pelvic pain after essure insertion. This case was classified as incident since device removal was required. Follow up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has never experienced any of reported events prior undergoing essure procedure. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), bacterial infection ("frequent bacterial infections"), urinary tract infection ("frequent urinary tract infection"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), vitamin d deficiency ("vitamin d deficiency"), dyspareunia ("pain during intercourse") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (bilateral salpingectomy to have essure coils and fallopian tubes removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, bacterial infection, urinary tract infection, back pain, abnormal weight gain, alopecia, abdominal distension, rash, vitamin d deficiency, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, bacterial infection, dyspareunia, pelvic discomfort, pelvic pain, rash, urinary tract infection and vitamin d deficiency to be related to essure. The reporter commented: plaintiff sought treatment from her physicians but was unable to resolve her events. Plaintiff was prevented from practicing and enjoying daily activities, therefore lawyers stated she had suffered serious ant permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly placed quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 and reported adverse events, including increasingly severe pain/ chronic pelvic pain. The plaintiff was submitted to a bilateral salpingectomy to have essure coils removed on (B)(6) 2017. After essure insertion, pelvic pain may occur. In the present case, the plaintiff started to experience pelvic pain after essure insertion. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information will be obtained through the litigation process.